Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to no voltage. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a low transmitter battery alert occurred. Data was returned and evaluated. The reported event of a low transmitter battery was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.